Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door had experienced multiple failures. A dispatch for a field service engineer has been canceled due to an existing open ticket. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a door failed. Customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.